Event description:
The results of the last threshold test can be saved. During a later interrogation, the results of the last threshold test displayed on the programmer are different from those observed and saved after the test.

Manufacturer narrative:
Jan 12, 2010. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.